Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device met 62% of expected longevity. We also received performance data collected from the device and have analyzed the data. Battery depletion was indicated. Time of elective replacement indicator was (B)(4)-10 02:15:02, approximately 50 months post-implant.

Event description:
It was reported that the device was replaced due to battery depletion. It was questioned whether the depletion could be premature. The device was removed and replaced. No patient complications were reported as a result of this event.